Event description:
During an implant procedure, a loss of capture, high impedance, and low sensing were observed on the right ventricular (rv) lead. Furthermore, the helix of the rv lead was unable to extend or retract. As a result, the rv lead was explanted and replaced. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of no capture, high pacing lead impedance, and r-wave amplitude variation were not confirmed, while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis with the helix partially extended and clogged with blood/tissue. After cleaning the blood/tissue from the helix and applying torque to the connector pin, the helix could be fully extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of the helix mechanism issue was isolated to the helix being clogged with blood/tissue. Electrical tests and x-ray examination did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies.